Event description:
During baxter's functionality testing of a spectrum pump, it will not auto restart after a downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.